Event description:
It was reported that during a lung resection after fired, the knife moved to the distal end but could not return knife automatically and could not open the jaw. Knife reverse button could not work. Used manual override lever to return knife, open the jaw and removed the device. Changed another one to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch #850c65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gcfrgd reloads (b, c) present. The reload(b) was received fully fired, the reload(c) was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, the device could be fired as intended. However, the knife would not automatically return and the reverse button is nonfunctional, the device was unable to carry out next firing sequences. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 850c65, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9dj9y, and no non-conformances were identified.